Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physicians preference. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg site feels like burning and has a loss of coverage. It was also mentioned that the patient had a loss of charging effectiveness. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg site feels like burning and has a loss of coverage. It was also mentioned that the patient had a loss of charging effectiveness. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient decided to try a competitive device and there will be no further course of action at this time.

Event description:
A report was received that the patients ipg site feels like burning and has a loss of coverage. It was also mentioned that the patient had a loss of charging effectiveness. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo an ipg replacement procedure.